Manufacturer narrative:
H6: investigation summary: customer reported the tubing suddenly severed in the middle, and returned the affected sample. The sample verified the complaint of severed in the middle of tubing, at a location in between the check valve and the drip chamber. Upon microscope analysis, it was apparent that both tubes have an indent on one side, and are otherwise cleanly cut through without any marks. The sample was sent to manufacturing facility for further investigation of the root cause. A device history record review for model 2426-0007 lot number 20089011 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be maintenance preventative was not being performed on time causing damage when the operator uses manual cutting machine. The issue has been taken care of and the preventative maintenance was verified. H3 other text : see h10.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: 20089011. Brand new primary tubing suddenly severed during priming of IV fluids. Initially noticed tubing leaking, took a closer look at tubing and it suddenly severed/broke when touched near the defective area.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: 20089011. Brand new primary tubing suddenly severed during priming of IV fluids. Initially noticed tubing leaking, took a closer look at tubing and it suddenly severed/broke when touched near the defective area.